Event description:
It was reported that noise and externalized conductors were observed on the lead. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that fracture was observed on the lead prior to explant and that the patient tolerated the replacement procedure well.

Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were noted at 8.9-11.1cm and 12.6-14.9cm from the distal tip. Internal insulation abrasion was noted at 31.4-32.6cm from the distal tip. Internal insulation abrasion under the svc shock coil was noted at 23.0-24.5cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion was noted at 26.2-27.1cm from the distal tip. The svc conductor etfe coating was abraded at this location. The reported field event of noise was not confirmed.